Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) was in drain 2 of 4 and the drain volume was reached 5104ml before the drain stopped and moved to fill cycle 3 of 4. The total ultrafiltration after two cycles was 590ml. The technical service representative (tsr) stressed to the hp to never bypass without checking the drain volume. The hp would continue therapy and would follow up with the peritoneal dialysis nurse (pdn) later. The hp performed an unsafe bypass without checking the drain volume in cycle 1. The tsr would swap the hc as a precaution. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of high drain. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp contacted her about the event. The pdn stated she instructed the hp not to bypass any drain cycles. The pdn confirmed the hp did not have any complications from the extra fill. The pdn stated the hp has received the new hc and had no further issues with therapy. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The reported difficulty of an increased intra-peritoneal volume (iipv) was not duplicated during evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The device functioned normally during (B)(4) testing. The assignable cause of the iipv was determined to be: insufficient drain - false empty detect, and use error - inappropriate bypass of the caution: negative uf alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).